Manufacturer narrative:
The technician found fluid in the siderail and cracked on the latch spring. He cleaned the siderail and replaced the latch spring to repair the bed.

Event description:
Info received indicates the intermediate siderail is not staying up.